Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13270. It was reported that the patient presented for normal device change-out due to eri. During the procedure, lead to can abrasion was noted on both right ventricular and atrial leads. The ra lead exhibited high pacing lead impedance and elevated capture thresholds. The physician elected to repair both leads and new generator was attached. The patient was stable throughout the event.